Manufacturer narrative:
This part is not approved for sale in us but a similar evice with catalog number 9795315 and 510k# k042922 is approved in us. (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent a anterior fusion surgery for the c5 fracture and extension to t1 (with c5 skipped). Intraoperatively,when the surgeon inserted the spinal screw through the spinal plate, the screw stripped and burrs were found at the shaft of screw. Burrs were removed. The screw was replaced with new one and the plate implantation was completed.

Manufacturer narrative:
Product analysis :visual and optical examination of the bone screw identified thread crest damage,consistent with contact with plate during insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.